Event description:
It was reported that during transport, the ventilator shut down with no audible alarm while connected to the pt. The ventilator displayed "power failure". The pt was bagged until the ventilator turned back on again. No desaturations or bradycardiac events during the failure. The ventilator was connected to the pt again for the remainder of the transport without any further problems. No reported harm to the pt.